Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was attempted during implantation. This lead exhibited helix issues. Upon electrical testing with the pacing system analyzer (psa) this lead did not pace. This lead was removed and replaced with a different model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was attempted during implantation. This lead exhibited helix issues. Upon electrical testing with the pacing system analyzer (psa) this lead did not pace. This lead was removed and replaced with a different model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was later returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/bloody fluid was present around the helix. Testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. The helix mechanism could not be tested due to the fractured inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations of failure to capture. A fractured inner coil indicates inner coil over-torque associated with helix difficulty.